Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sensor was not working and was unable to recover. A field service engineer found no failed icon and had customer log in and perform several inventories, and the smart remote manager on station did not fail and shut down the station and applied conductive grease to the micro switch contacts and then went into the hardware testing application and tested the smart remote manager and rebooted the station and had customer inventory again and failed issue could not be duplicated, and the remote manager was working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager sensor was not working, and they were unable to recover hardware or access critical medications. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.